Event description:
It was reported that the pt experienced coupling and communication issues. It was also reported that the pt charges three hours every day and that the battery is discharged the next morning. The pt had one program with 1 negative contact and 7 positive ones/5.6v 450 pw and impedance around 1000 ohms. The device was explanted.